Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used in the esophagus during a stent placement procedure performed on an unknown date. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician experienced difficulty deploying the stent, the release suture felt ¿stuck¿ and extra force was used to release the end of the stent. It was noted that the stent failed to expand at one end and looked to be deployed in a ¿semi horseshoe shape.¿ the physician removed the fully deployed stent. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent failure to expand. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Manufacturer narrative:
A visual examination of the returned device noted that only a deployed stent was returned for analysis. The stent was bent in its mid-section and was not fully expanded in diameter with a minimum od of 8.72mm; however, the diameter should be 18.0 ± 1.5 mm. It was noted that when pressed the stent cover felt hardened. The stent was equilibrated in 37°c water for a total of 8 minutes. Following immersion, the stent straightened a little but did not fully expand with a minimum od of 9.19mm which is below specification. There were no other issues noted with the profile of the stent. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophagel covered stent was used in the esophagus during a stent placement procedure performed on an unknown date. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician experienced difficulty deploying the stent, the release suture felt "stuck" and extra force was used to release the end of the stent. It was noted that the stent failed to expand at one end and looked to be deployed in a "semi horseshoe shape." The physician removed the fully deployed stent. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.